Manufacturer narrative:
(B)(4). During processing of this complaint, quality assurance attempted to obtain complete event information and patient status from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis of the returned guide wire revealed that blood was visible on the black polymer. The distal end of the guide wire was separated 16.5 cm distal to the proximal end of the polymer. There was 13.5 cm of coils, polymer , and core separated, but not returned. The edge of the separated polymer was stretched and jagged. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Quality engineering received the incident information and the analysis of the returned device. It was reported that resistance was encountered during removal of the ivus catheter. The sem showed that the core of the guide wire fractured from excess bending. It is possible the ivus was advanced too near the floppy tip of the guide wire. The type of ivus used was not reported, but some ivus manufacturers caution in the instructions for use (IFU), "never advance the distal tip of the imaging catheter near the very floppy end of the guide wire. This part of the guide wire will not adequately support the catheter. A catheter advanced to this position may not follow the guide wire when it is retracted and cause the guide wire to buckle into a loop, which the catheter may drag along the inside of the vessel and catch on the guiding catheter tip." The damage of the guide wire is consistent with damage that would be expected if the ivus damaged the guide wire when removing the ivus device. There were no manufacturing related issues identified during th analysis of the returned guide wire. The manufacturing lot history record was reviewed and ther were no non-conformities associated with this product lot. This MDR is considered closed by the quality assurance department. See scanned page.

Event description:
It was reported that resistance was felt with the guide wire while removing the intravascular ultra sound (ivus). Therefore, all the devices were removed as a single unit. Upon removal of the devices it was noted that the tip of the guide wire was separated and found inside the guiding catheter. The separated guide wire tip was completely removed from the patient, when the guiding catheter was removed. Reportedly, there was no patient injury.